Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Lombardi, a. (2015). The dual mobility poly liner: a worthwhile articulation choice?, seminars in arthroplasty, vol. 26, issue 1, p. 20-27. Http://dx.doi.org/10.1053/j.sart.2015.04.005

Event description:
Ved based on review of a journal article titled, "the dual mobility poly liner: a worthwhile articulation choice?" Which aimed to report early experience with dual mobility articulations in primary and revision total hip arthroplasties, using the biomet e1 active articulation manufactured by biomet. This complaint addresses one (1) patient who was revised for lateral femoral cutaneous neurectomy. There has been no further information provided and the patient outcome is unknown